Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Visual inspection noted the tip was broken near the sensors in a manner that breached the catheter's coating. Next a functional inspection was performed to examine the steering mechanisms. The steering knob functioned properly and no abnormal resistance was felt. However, the tension knob did not hold the catheter's deflection properly. These findings confirmed the complaint as the break and breach near the tip would impact the sensor's responsible for force value output.

Event description:
Reportable based on analysis completed on (B)(6) 2021. It was reported that during a procedure using an intellanav stablepoint open-irrigated catheter they encountered a "force sensor error" during cauterization and the gram disappeared. When they removed the catheter from the body they found the tip was kinked. They replaced the catheter with another of the same model and then completed the procedure without patient complication. The catheter has been received by boston scientific for analysis. However, analysis of the retuned complaint device revealed that the tip was broken in a manner that compromised the outer covering of the catheter.